Manufacturer narrative:
The investigation of the returned subject smarttouch tablet confirmed the reported issue. - upon reception and turning on the tablet, the screen was white displaying the logo ¿smarttouch¿ and then black for long period of time. - the root cause is not clearly established. Therefore, it is recommended to re-ghost the subject programmer. Accordingly, the programmer followed the normal workflow of repair and returned to the field. The investigation of the returned subject cpr4 head highlighted that the reported issue is most probably due to one or more falls of the cpr4 head on the floor. These falls moved one or more cards in the cpr4 head and triggered communication issues. After investigation and intervention on the cpr4 head, the cpr4 head functioned again. It was not returned to the field. No general malfunction is suspected on the subject devices. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the programmer gsd7443706 didn't work properly. It is installed with the version smartview 3.16 the cpr4 head doesn't interrogate the devices anymore.